Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the laser probe felt as if it was caught in trocar cannula. Replaced the laser probe to complete the procedure with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The customer reported that the 25 gauge illuminated flex curved laser probe could not fit in the trocar cannula during surgery. The probe was switched out and the surgery was completed. There was no patient harm. The 25 gauge illuminated flex curved laser probe was received and a visual evaluation determined that there was excess adhesive residue on the cannula tip. The reported event was replicated, as the sample could not be inserted into trocar cannula. The 25 gauge illuminated flex curved laser probe was manufactured on october 30, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. The manufacturer internal reference number is: (B)(4).